Event description:
Patient was transferred to cardiovascular step down unit in atrial flutter and decreased blood pressure in the 70's. On dopamine at 3 ml hour. When I placed new int (access needle) and attached the dopamine to the new line, I noticed that blood was going through the line and out the blue distal port. There was a defect in distal blue port allowing IV meds to leak out and not reach patient. I immediately stopped the infusion, removed the defected primary IV line and restarted the dopamine via a new primary IV line. The patient's pressure started to increase.